Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during the postoperative period following the implantation of an inflatable penile prosthesis (ipp), the patient developed a hematoma around the scrotal wound. He was treated with antibiotics, which resulted in clinical improvement. However, during subsequent follow up, the device could not be activated, as the patient experienced pain when attempting to operate the pump. Upon evaluation, extrusion of the connection tubing was observed. It was mentioned that the probable cause, was the hematoma developed during the late postoperative period. Consequently, the patient was hospitalized to schedule an explant surgical procedure.